Event description:
It was reported prior to starting a da vinci si hemicolectomy procedure that a cable on the permanent cautery hook instrument had become loose from the wrist. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering found a cable has become loose from the wrist. A segment of the conductor wire has become dislodged from the conductor cap and is exposed on the outside of the yaw pulley. The conductor cap is not properly seated within the distal clevis as the hook moves in yaw. Additional observation not reported by the site is a char mark on the yaw pulley. The side of yaw pulley exhibits a char mark on same side as the dislodged wire segment. The wire insulation is damaged near char mark, exposing bare wire. The bare wire likely created a path for arcing. Electrical continuity passes.